Event description:
The dentist reported the abutment screw fractured. The top of the screw remained in the implant resulting in implant removal.

Manufacturer narrative:
New information indicated that the implant was removed and replaced with in the same procedure, this event should have been reported as a product problem and not an adverse event. (B)(4).

Event description:
On (B)(6) 2015 received confirmation from the doctor that the implant was being immediately loaded with the low profile abutment when the screw portion of the abutment fractured. They were unable to remove the screw fragment, the implant was removed and replaced within the same procedure.

Manufacturer narrative:
A low profile abutment and implant were returned. Upon visual inspection, a removal device was attached to the abutment. There was damage noted to the exterior threads and collar of the implant. A portion of a broken screw was stuck inside the implant. The remaining fractured portion of the screw was not returned. There was no damage noted to the abutment. Lot information for the screw was not provided. Therefore the device history record review was completed for the abutment and implant lots only. There were no manufacturing deviations identified with respect to the subject implant and abutment lots. A definitive root cause has not been determined.